Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, including stroke and bleeding have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities, clinical and operational context are factors that may have contributed. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient's mother contacted her at 4pm on (B)(6) 2016 to report that the patient was found unarousable and unconscious at home. The mother stated that the patient had started complaining of a severe headache and vomiting the night before, but did not contact the vad team or ER. The mother left the patient in the care of his father the following morning when she went to work. According to the father, the patient was mentating all day with less headache and vomiting, up until 3:30 pm when they could not arouse him from his nap. They contacted 911 and patient was emergently taken to the hospital. Patient had been taking 2.5 mg of coumadin daily and 81 mg asa daily with inr 5 days prior being 3. The patient had been doing well with no issues at home until this event. Upon presentation to ed, the patient was found to be unresponsive and hypotensive with map's in the 60's via doppler. An arterial line was placed and the patient was intubated. At the time of ed presentation, patients vad flows were less than 2 liters and the vad was alarming. Current vad settings at ed were speed of 2300 rpms, flows of < 2liters, and power 2 watts. Inr was found to be 2.7 and the patient was given 10 mg vitamin k, 1 unit of ffp and fiba (factor viii inhibitor bypass activator). Post fiba inr was 1.2. Neurosurgery was consulted urgently and CT scan performed which showed right cerebellar hemisphere 4 cm parenchymal hematoma with interventricular extension. Patient was immediately taken to or and a ventricular drain was placed with noted elevated cpp's. Patient was given multiple doses of mannitol and high dose ns. The patient remained in the ICU until (B)(6) 2016 when the family opted to withdraw care. Date of death (B)(6) 2016 with cause of death noted to be massive hemorrhagic stroke with brainstem herniation. No additional information provided.